Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter, procedure: laparoscopic right hemicolectomy customer states: after procedure the leakage occurred from the adjacent part to delta anastomosys area and the disease complication was confirmed. Operating time not extended. The patient was recovered. The customer suspects the relation of revision in design of package. No additional tissue resection or tissue damage. Nothing fell into the cavity and no bleeding observed. No patient info is available: gender: unknown, age: unknown, weight: unknown. The concerning lot# could not be identified but products of the following lot: p4g0317kx, p4f0734kx or p4g0457kx had been delivered to this account. No sample is not returned for investigations. The leak was detected by post-operative CT scanning exam and the minor leakage was confirmed. The patient did not need to be reopened and reoperation not required. The reporter meant the disease complication was the post-operative minor leakage. The problem was corrected by drainage. No reinforcement was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4)